Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed. It was found that water tightness was lost due to wear of scope cover. In addition to the foreign material found in the connecting tube, other evaluation findings are as follows: the grip packing ring was loose, the plate unit was deformed, the scope connector cover unit and the plug unit had corrosion due to water leakage, the plastic distal end cover was shaved, the adhesive around the objective lens and around the light guide lens had corrosion, the adhesive on the bending section cover was detached, and the insertion tube had coating peeling. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was water leakage from the colonovideoscope. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the connecting tube was found to have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material remained on the insertion tube since the reprocessing was not completed due to occurrence of leakage at the scope-cover. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. The following deviation from the instructions for use (IFU) was confirmed: the surface of the appliance was not brushed/wiped during manual pre-cleaning, and the endoscope was not immersed in the cleaning agent during reprocessing, as per the instructions. The event can be detected/prevented by following the instructions for use which state: detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device."